Event description:
Initial folate result of >20 ng/ml on one pt sample. Same sample repeated the next day, recovered 4.37 ng/ml. Same sample repeated an additional time, diluted, and recovered around 4 ng/ml. The initial result was not reported. The field service representative was unable to determine the cause of this discrepancy. Performance check tests were performed and within specification.